Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can additional information be provided on staple form and deployment? Looked like all staples were deployed but none were in the proper ¿b¿ shape, can it be confirmed that the entire width of compressed vessel was proximal to cut line with no extraneous tissue within jaws distal to cut line. Yes the entire vessel was proximal to cut line. What was the approximate width of vessel? I couldn't get an answer. Was a transfusion required? Yes, patient had lost over 2 liters of blood. Were any clips used in vicinity prior to firing? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What is the current patient status? From the surgeons words ¿patient is doing great¿.

Event description:
It was reported that the device closed and fired normally, vessel was completely open after firing and cut down middle with none of staples properly formed. Clamped the vessel and fix with sutures. Blood loss of over 2 litres.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2021. D4: batch # u5er4n. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2021. Additional information received: device will be released for evaluation. Lot # provided.